Event description:
Following information reported, the incident occured during using maxi sky 440 portable ceiling lift with the reacher (accessory used to assemble the portable ceiling lift to the rail). The reacher fell on the patient's head. As a consequence patient sustained head injury (bleeding and stitches were required).